Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026 due to an extremely heavy menstrual cycle. Their hematocrit prior to starting their cycle was 38, dropped to 23 upon admission after bleeding for 10days and dropped at its lowest point to 17. Inr at admission was therapeutic at 2.36, since admission, all anticoagulation was stopped and was given multiple rounds of clotting factors(ffp/platelets). The patient was started on progesterone and current inr is 1.34. The log files were submitted for review. The log files captured a los of power to the mobile power unit (mpu) on (B)(6) 2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while the controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 07mar2026. A no external power alarm activated in the data reviewed, consistent with a loss of ac power to the system while the system controller was connected to the mpu. The events resolved when power was restored to the mpu. The backup battery supported the system as intended during the loss of external power. The loss of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the losses of ac power was unable to be determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 2 of the IFU entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.